Event description:
A customer contacted baxter to report that three transfer sets were noted to have some cracks on the light blue main body. These sets were used for one month. There were patients involvement. But no patient injury and no medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This is report 3 of 3 associated with this issue. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab for twist clamp cracking since no sample was returned. A root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.